Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy - elective, hyperlipidemia, anemia, chronic urticaria and anxiety. Previously administered products included for birth control: ortho evra. Concurrent conditions included obesity, nausea since 2007, indigestion since 2007, high cholesterol since 2011 and fibroids. Concomitant products included medroxyprogesterone acetate (depo-provera) since august 2007 to 2011 and simvastatin since 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dizziness ("dizziness"). On (B)(6) 2011, 3 years 7 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), infection ("infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurred") and anaemia ("anemia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, perforation, genital haemorrhage, infection, menorrhagia, migraine, dysmenorrhoea, vision blurred, weight increased, dizziness and anaemia outcome was unknown, the vaginal haemorrhage had resolved and the fungal infection, headache and dyspareunia was resolving. The reporter considered anaemia, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, infection, menorrhagia, migraine, perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), yeast infection, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurred, weight gain, dizziness and anemia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, perforation, genital haemorrhage and infection outcome was unknown. The reporter considered device dislocation, genital haemorrhage, infection and perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.